Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg pocket was not healing and had drainage. Surgical intervention was undertaken wherein the system was explanted to address the issue.